Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to the device lost fluid. All components were removed and replaced with a new aus. No patient complications wer reported in relation to this event.